Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: there were call service 054 alarms and reboots observed in black box on the date of the reported power issue. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to pump. The pump powered on normally with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring.